Manufacturer narrative:
Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. There was no reported intervention or scheduled intervention for the lead. The lead remains in use. No patient complications have been reported as a result of this event.